Event description:
Pt sample collected in edta anticoagulant, was tested for abo and "d" on the abs2000 instrument. The sample, a group b+, typed as o+. This event represents a believable, but incorrect abo type. A falsely negative result was obtained in cell (forward) tests with anti-b and a falsely positive result was obtained in serum (reverse) tests with b cells. Retesting the sample using the abs2000 resulted in a correct result of b+. The error was detected because instrument results did not match the pt's historical type of record.